Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that several years ago, she had an allergic reaction to the rapid d infusion sets and had to seek medical treatment. Customer advised she is allergic to stainless steel. Customer advised after removing the rapid d cannula, she noticed her site was swollen. Customer went to the doctor regarding swollen site. Customer advised at the doctor's office, when the site was squeezed yellow puss came out. Doctor treated the site by lancing it and then packing it with medicated gauze. Customer advised she had to change the gauze daily and used the medicated gauze for 1 week. Customer was not prescribed any antibiotics or ointments. Customer advised 1 month later she tried another infusion set on the opposite side of her stomach and that site also became swollen and infected. Customer had to go back to the doctor. Doctor also lanced that infected site and then packed it with medicated gauze. Customer advised she had to change the gauze daily and used the medicated gauze for 1 week. Customer was not prescribed any antibiotics or ointments. The lot numbers were not provided. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.